Event description:
A filter basket of angioguard rx (complaint product) was properly docked into the deployment sheath tip but the filter guidewire prematurely came out from the deployment sheath slit prior to inserting the device into the guiding catheter (details unknown). Another attempt was made from the beginning but the guidewire came out from the same location on the sheath. Another new product (same size, lot unknown) was opened and the procedure was completed successfully. The complaint product was not clinically used and will be returned for analysis. Microscopic visual analysis of the filter basket indicated that one of the marker bands was out of position.

Manufacturer narrative:
The filter basket of the angioguard rx was properly docked into the deployment sheath tip; however, the filter guidewire prematurely came out from the deployment sheath slit prior to inserting the device into the guiding catheter. Another attempt was made from the beginning but the guidewire came out from the same location on the sheath. Another product was opened and the procedure was completed successfully. The product was not clinically used. Microscopic visual analysis of the filter basket indicated that one of the strut marker bands was out of position. The affiliate indicated that this event was not reported by the customer and it is not known at what time this may have occurred. A non-sterile angioguard was received inside a plastic bag; the device was received inserted in the deployment sheath. A premature peeling was found on the deployment sheath at 27 cm to 42 cm from distal end. No more anomalies were noted. The filter basket was inspected under a microscope, two marker bands were found out of position. The device was sent to lake region for additional investigation. Per lake region investigation: the as-received condition of the returned specimen and the interpretation of the complaint suggest procedural factors impacted on the event as reported. As the displaced filter strut marker bands were not noted in the complaint event report, it is likely that they were displaced during handling either during the clinical event or afterwards. As noted earlier, apparent adhesive residue is visible on the filter strut wires in the vicinity of the original marker placement. Review of the device history records does not indicate any manufacturing defects or anomalies. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. The sem analysis results showed: two marker bands had moved from their original positions; however traces of the polymer used to keep them in place can still be observed in the struts and in the marker bands. The root cause of the marker bands movement could not be conclusively determined. The reported premature peeling was confirmed due the product condition, the exact cause could not be conclusively determined procedural factor could have impacted on this issue. In addition a secondary failure was noted; maker band out of position, the exact cause of this issue could not be determined; however there are no evidences of obvious damages that could be related to the manufacturing process of the unit. No corrective action will be taken at this time. With the information available, it is not possible to draw a clinical conclusion between the device and the event. Although the affiliate indicated that this event was not reported by the customer the damage to the marker bands could have occurred during prep of the device, handling and shipping of the returned device or during analysis of the device.